Event description:
On (B)(6) 2026, the patient who was noted to be lean with existing scar tissue continued using an infusion device despite this being contraindicated by the manufacturer's instructions for use (IFU) guidelines. Subsequently, the patient was admitted to the intensive care unit (ICU) with a blood glucose level of 659 mg/dl and received treatment via intravenous fluids.